Event description:
The battery handpiece was used in pre-testing. While the techs were testing out the battery handpiece the trigger would not work. They tried different batteries and the trigger still would not work. The techs used another device for the case. There was no patient or case involvement. (B)(4).

Manufacturer narrative:
This device is for treatment, not diagnosis. No patient involvement, so no patient information available. Device is an instrument and is not implanted/explanted. A review of the device history record was performed and no complaint related issues were found. The investigation could not be completed; no conclusion could be drawn, as no product was received.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Upon further review of the complaint, it was determined the complaint is not reportable due to the complaint not meeting the definition of an MDR reportable event. Not likely to result in patient harm or the need for additional medical or surgical intervention. This does not meet the definition of a reportable event. Synthes is retracting medwatch report #: 8030965-2013-04756.